Event description:
The customer reported that she was hospitalized after being in a car accident due to low blood glucose levels. Prior to the event, the customer had changed the infusion set and given a bolus correction for her blood glucose of 189 mg/dl. While driving to work, the customer rear ended another car, and she began having seizures. The paramedics were called, and the customer was treated at the scene. The customer stated that her insulin pump was uploaded to care link, and there were boluses in the history with large carbohydrate amounts, which the customer denied programming. Troubleshooting was performed, and the reservoir volume was accurate. The insulin pump passed the displacement test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.